Manufacturer narrative:
Alleged failure: continuous activation. Probable root cause: breaking resistors on the flex circuitry due to stress on flex cable (due to manufacturing and assembly error combined with normal use stress) membrane switch button contact shorts/opens, comes off location or corrodes due to heat from sterilization, moisture ingress or stress due to improper assembly broken traces on the membrane switch causing it to work intermittently improper/inadequate marking of buttons pcba component failure console not correctly delivering power to shaver use error the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. Gtin: (B)(4).

Event description:
It was reported that the shaver continuously activated

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the shaver continuously activated.